Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer is reporting the system displayed a system message, air bubbles appear from the irrigation system and the reflux mode doesn't work. Surgical timing and pt involvement are unk. Additional info has been requested but non has been received yet.